Event description:
A customer contacted stryker to report that their device had displayed an event code which is related to the failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had displayed an event code which is related to the failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.